Manufacturer narrative:
Di # (B)(4).

Event description:
Failure to osseointegrate.

Manufacturer narrative:
Di # (B)(4). Event date update to reflect customer response.

Event description:
Failure to osseointegrate.